Event description:
Mckeisen complaint no. (B)(4), needle blockage when used with lidocaine.

Manufacturer narrative:
Upon receiving customer feedback regarding the "mckesson complaint number (B)(4) , needle clogging when used in conjunction with lidocaine," our company promptly organized quality control, production, and related personnel to investigate the situation. Specific details are as follows: (1) production process review: upon tracing back the production process and finished product inspection reports of the batch through the batch number, no abnormalities such as clogging were found during the production of this batch of injection needles. (2) retained sample testing: on (B)(6) 2023, 10 samples were extracted for batch number: ckdb05-01, specification: 30gx1/2". Five of these samples were used for testing the inner lumen patency. A 0.13¡à1.0mm probe was introduced into the needle lumen, where it freely passed through and dropped out. The test results meet the standard requirements of iso7864-2016 (e) for needle cannula patency (as shown in the attached figure) (testing tool: probe, tester: song wenxiu). Five other retained samples were used for simulation testing, all of which showed normal liquid injection with no clogging or other abnormalities. (3) root cause analysis: based on customer feedback and the analysis of the production process and manufacturing techniques of the injection needle products, it is speculated that the blockage inside the needle lumen may be due to the accumulation of silicone fluid, resulting in partial or complete blockage. Further investigation is needed to understand the specific cause of the needle blockage. We recommend the customer to assist by collecting a sample of the clogged needle for further analysis.